Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a rio transfer device stated that the device has black hairs along blue spike. There was no patient involvement and no reported patient harm / injury.

Manufacturer narrative:
D9 - date returned to MFR: 1/12/2026. Photos were returned showing fibers on the rio and a hair in the packaging. Received one (1) open/unused vb-20 rio drug reconstitution transfer device for inspection. The sample was visually examined. Two (2) small fibers were found on the vb-20. The fibers were outside of the fluid path. The reported complaint can be confirmed. The root cause of this event is being investigated under CAPA-0010437. Corrective and preventive actions will be defined and implemented based on the outcomes of this investigation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.